Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial#(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead.

Event description:
A patient reported that their device was taken out in (B)(6) 2009 because it just didn't work. The lead was left in. It was then noted that the device system was removed on (B)(6) 2010 because the stimulator was painful, uncomfortable and had not been effective. The patient had a long history of spinal problems and an implantable neurostimulator (ins) had been placed, but had not been effective. The leads were amputated close to the laminar arch and they would not "chase" the electrodes into the spinal canal as it made for a more risky procedure. There was no cerebrospinal fluid seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.